Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's (pt) was  "almost turning into fire". Pt explained that the relay box and the whole rtm cord is getting really hot and draining the controller battery in 5m, when the pt attempts to recharge the ins. Pt stated that they are unable to recharge the ins because of this issue. Pt reported that due to the rtm issue, their "butt cheek was getting really hot to the touch". Pt stated that they initially didn't know if the issue was due to the rtm or the ins, and they tried putting an icepack on the rtm cord to cool it down so that they could attempt to recharge the ins. Pt re-iterated the relay box was getting hot, so they gave the equipment a break. Pt stated that they went without stim for 2 weeks and were left w/ "one little bar charged", so the ins shut off completely. Pt reported that while in passive recharge mode, all of the numbers stay at 0. Pt confirmed there were no medical issues caused by the external equipment because when the rtm got warm, the pt was alerted to the issue before it burned the pt. Pt confirmed all of these issues started one month ago (year valid). A new recharger was requested.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna was frayed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.